Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq1796 showed no other similar product complaint(s) from this lot number. Device, not yet returned.

Event description:
The doctor reported the hub broke off upon the catheter insertion. No patient injury was reported. This file addressed the initial device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebq1796 showed no other similar product complaint(s) from this lot number.

Event description:
The doctor reported the hub broke off upon the catheter insertion. No patient injury was reported. This file addressed the initial device.